Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had wound debridement. Ins/pocket incision was healing slow and incomplete. No infection was present. Patient has a history of diabetes. The rep was at regular post op with hcp until decision was made for debridement. Additional information was received indicating there was an infection at the incision sites and the device was removed. No further complications were reported/anticipated.